Event description:
It was reported that the patient had twiddler's syndrome. The right ventricular (rv) lead had high impedance that had increased over time and r-waves that were decreasing. During testing, there was noise on the ventricular electrogram (vegm). The physician decided to replace both the device and the lead. The lead and the device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. There were no anomalies found.